Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was home when they had an increase in power and flow beginning outside normal ranges and reported new onset of black urine beginning at 10 pm on (B)(6) 2018. Patient was seen in clinic and it was noted that her powers and flow trends had increased. Patient was hospitalized and started on anticoagulation therapy. Transplant status was elevated to status 1a, but patient was clinically stable, and it was planned to re-evaluate in 24 hours. Since admission patient powers continued to rise, while on anticoagulation regimen. On (B)(6) 2018 the patient went for a pump exchange due to suspected thrombus. It was stated that the explanted pump had visible thrombus in left ventricle after pump removed. Previous sewing ring was left in place and outflow graft (ofg) anastomosed to existing ofg. Patient was stable and taken to the intensive care unit (ICU). Log files confirmed power and flows above normal power ranges. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported high power and low flow events were confirmed via review of the controller log files which revealed a rise in power consumption starting (B)(6) 2018, followed by a return to normal power consumption on (B)(6) 2018. 100 high watt alarms have been logged since (B)(6) 2018 in addition to 2 low flow alarms logged on (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the possible root cause of the low flow event can be attributed to thrombus in the outflow graft. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.